Event description:
Information was received that this smiths medical cadd solis vip pump lost power while running. No patient involvement reported.

Manufacturer narrative:
Device evaluation: one cadd solis vip pump was returned for analysis. Visual inspection performed, and product found with no physical damage. Event history log review was performed and found medium alarm displayed and loss of power occurred while running. The customer's state problem was verified. Investigation inspected the pump and found power loss in the event log. However, investigation performed functional testing and it pass. Investigation reinstalled the pump software.